Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. The customer's blood glucose (bg) level was 218mg/dl. Prior to contacting tandem technical support (cts) the customer performed an infusion set and cartridge change. As the occlusion alarm had occurred in the past, cts was unable to perform a system check to determine a possible cause of the occlusion.